Event description:
The customer's wife reported that she contacted and spoke with the customer's nurse practitioner regarding fluctuating blood glucose levels. The nurse advised that she didn't know why the customer's blood glucose levels were fluctuating, and felt that something might be wrong with the insulin pump. Troubleshooting had been conducted previously, and the insulin pump appeared to be functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.